Event description:
As reported by the user facility: customer description of the event being reported: the bloodlines are introducing air into line system and they can't find the leak.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Five (5) unused samples were returned for evaluation. The samples underwent a visual inspection, and no defects were identified. Additionally, a leak test was performed on all samples following design input requirements by creating a closed system between the arterial and venous portion of the sets and testing them using air under water. Results indicated that no leakage was present. Also, an occlusion test was done, and no occlusions or blockages were identified. Based on these findings, the reported defect was unable to be confirmed. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. Retain samples for this particular batch were tested per specification, and no defects were observed. Therefore, the defect reported by the customer could not be confirmed in the retain samples. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.